Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1pztc, product type: lead . Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient severed their percutaneous extension during their stage 1 trial. They were ¿found options for products.¿ additional information was received from a manufacturer representative on 2018-jun-14. It was reported that the percutaneous (perc) wire was cut by a pair of scissors on (B)(6) 2018, so the patient stopped experiencing stimulation. The manufacturer representative ordered a new kit to perform a replacement of the perc wire, but they are still waiting on the healthcare provider to let them know when they will have the surgery time to do the procedure. It was noted that the cut perc wire is currently still implanted, and the office staff had just re-dressed the area for safety. No further patient complications are anticipated or expected as a result of this event.